Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon could not use trocar due to a crack in the air insufflator cock. There was no information about the procedure. There was no patient involvement. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.